Event description:
A healthcare facility reported to our distributor that when the rt225 infant bias flow breathing circuit was used with the humidifier controller, after 5 days an airway temperature alarm on sounded. They reported the breathing circuit was replaced with a new rt225, and no further problems were encountered. No patient consequence was reported.

Manufacturer narrative:
The product in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The device was disposed of by the healthcare facility. An investigation was carried out based on the event description and previous experience from similar complaints. Result: there are several possible events that could manifest themselves in the stated event description. It is likely that this failure has been caused by poor heater wire electrical continuity. Our monitoring and trending for this type of event shows a rate of occurrence for the past year of 0.0018%.